Event description:
A "replace sensor/scan again in 10/unspecified" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a oss of consciousness and was able to self-treat with glucose tablets. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0eudvd4aj has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Therefore, this issue is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.